Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. X-ray imaging revealed migration of both the leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the left drg lead was explanted and replaced, and the right drg lead was repositioned.